Event description:
It was stated that an alarm occurred (details were unknown). This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was returned for investigation. It was reported that an alarm occurred (details were unknown), and the reported issue was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.